Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with the left ventricular lead exhibiting low impedance measurements. No interventions were made, as it was decided that the issue would be monitored. There were no patient consequences.